Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient alleges the bolus calculator does not calculate correctly. Patient stated today in the morning the blood glucose monitoring device displayed 7 units of active insulin although the last time she delivered insulin was in the evening the day before. Patient reported the device did not indicate a bolus advice although the patient measured an elevated blood glucose level. Patient stated, she often delivers the bolus directly with the infusion device without measuring her blood glucose level. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.